Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an ercp (endoscope retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, while attempting to perform a sphincterotomy, the autotome was unable to make a cut. The procedure was completed with the same generator/cord and another autotome rx sphincterotome. No info was available regarding the pt's condition during or after the procedure. Should additional relevant details become available, a supplemental report will be submitted.